Manufacturer narrative:
Concomitant medical products: 4598 lead, implanted (B)(6) 2017.

Event description:
It was reported that the clinician attempted to cardiovert the patient through the device. The device charged, but did not deliver therapy. The device remains in use. No patient complications have been reported as a result of this event.